Event description:
It was reported that an atrial leadless pacemaker loss capture after fixation during initial implant. The device was repositioned three times unsuccessfully and then removed from the body for inspection. The device's helix was found stretched. A new LP and delivery catheter system were going to be used. However, patient's heart stopped beating and their blood pressure was dropping. An echocardiogram confirmed cardiac perforation. The implant was abandoned. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.